Manufacturer narrative:
Section b3: date of event: unknown/not provided,. Article acceptance date: december 21, 2022. Section d4: serial number, expiration date, UDI number: unknown, as the serial number was not provided. Section d6a: implant date: unknown/not provided. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section g4: this report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the unites states under PMA p980040. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Citation: suji hong; wonkyung park; youngsub eom; hyo myung kim; jong suk song; comparisons of outcomes and complications of immediate sequential bilateral cataract surgery and unilateral cataract surgery in a tertiary hospital in south korea; https://doi.org/10.1038/s41598-022-26851-2. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: comparisons of outcomes and complications of immediate sequential bilateral cataract surgery and unilateral cataract surgery in a tertiary hospital in south korea a study was done to investigate and compare outcomes and complications of immediate sequential bilateral cataract surgery (isbcs) and unilateral cataract surgery. Among the total of 441 eyes operated on, 338 were divided into two groups: the unilateral cataract surgery group (group1, n=77 eyes) and the isbcs group (group2, n=261 eyes). Four types of intraocular lens (iols)implanted included: monofocal iol (tecnis 1-piece zcb00 iol; johnson & johnson vision care, inc., jacksonville, fl, USA), extended depth-of-focus (edof) iol (tecnis eyhance icb00; johnson & johnson vision care, inc.), multifocal iol (tecnis multifocal zmb00; johnson & johnson vision care, inc.), and toric iol (tecnis toric zct; johnson & johnson vision care, inc.). Group 1 had implanted monofocals (n=55), multifocals (n=11), edofs (n=9) and torics (n=2); group 2 had monofocals (n=181), multifocals (n=38), edofs (n=40) and torics (n=2). Complications one month after surgery included: postoperative cornea edema (group1, n=2; group2, n= 5), postoperative strabismus (group2, n=4), exudative inflammatory response (group1, n=1; group2, n=2), cystoid macular edema (cme) (group2, n=2), there were no further interventions reported. A copy of the article is provided with this report.